Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). A manufacturing device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received for evaluation. Visual was performed. During visual inspection, it was observed that there was a cracked tank cover. Wear and tear damaged enclosure and line cord. Outdated printed circuit board and power switch. The device was plugged in and the display was difficult to read. The reported problem was confirmed. The root cause of the reported issue was the window showing the display was damaged caused by customer damage. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 . Issue of unable to read the display clearly, cannot read temperature. No patient adverse events reported.